Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve and mix motor. The fse replaced the buffer valve and mix motor to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously high na (sodium) patient results generated on cell 1 of their au5800 chemistry analyzer. The customer indicated two (2) patients had high results and one result was reported out of the laboratory. The doctor questioned the reported result. The sample was repeated with lower result obtained. There was no change to patient treatment. Quality control (qc) was within their established range before and after the event.